Manufacturer narrative:
The returned device was evaluated and the investigation confirmed the device had terminated in a hazard alarm resulting from a fluid leak that caused a short circuit. A puncture located near the nail head feature of the soft cannula was identified. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) exceeded 500 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The pod terminated in a hazard alarm, thus, was removed and a new pod was applied. Although elevated bg levels were reported, patient did not indicate any deficiencies with the device. Furthermore, the cannula appeared "normal." However, the device was received and investigation results found a cannula damaged.